Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the device was slow to print and would terminate the testing prematurely and boot the user out of the application. It was noted, however, that the device had no software in the update window. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was very slow to print. It was also reported that during threshold testing, the programmer would terminate the testing prematurely and boot the user out of the application. The programmer has been returned for repair. No patient complications have been reported as a result of this event.